Event description:
Customer reported she was trying to bolus and the insulin pump alarmed button error. Customer's blood glucose was 298 mg/dl. Customer stated she was attempting to bolus and the buttons were unresponsive. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on lcd window.